Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was used in a 60-year-old patient with cardiomyopathy for hemodynamic support. During hospitalization, the patient had a quinton catheter placed and subsequently experienced bleeding at the catheter insertion site, which required medical intervention to control but did not require blood transfusion. The bleeding resolved after the critical care team placed an additional suture at the site. The patient was later reported to have three episodes of bloody bowel movements, prompting a gastroenterology consultation for evaluation of a potential gastrointestinal bleed. The bleeding at the quinton catheter site is attributable to a separate vascular access procedure, and the reported gastrointestinal bleeding is anatomically remote and physiologically unrelated to the impella 5.5. Based on the information available at the time of reporting, the impella 5.5 is considered an unlikely contributing factor to the reported gastrointestinal bleed; however, the case was conservatively reported as a serious injury and the device continued to function as intended.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details. Updated clinical rationale. The reported gi bleeding is more plausibly related to the patient¿s critical condition, but the procedural anticoagulation required for impella implant could be a contributing factor.